Manufacturer narrative:
The device is going to be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported by customer after inspection that intra-aortic balloon (iab) the blood was confirmed to be being drawn into the extension tube of the iab catheter. No injury and harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. Two kinks were observed on the catheter tubing 71.1cm and 70.1cm from the iab tip. The extender tubing, three way stopcock and pressure tubing were also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 19.3cm from the iab tip measuring 0.005in/0.013cm length. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta.